Manufacturer narrative:
(B)(4).

Event description:
The pump was removed a "while ago" due to infection. In (B)(6), they went in to do a revision and found the existing catheter right outside the spine area. It was also reported that it was unk if peri-operative antibiotics had been administered. On (B)(6) 2010, there was increased fluid around the pump site. On (B)(6) 2010, fluid was aspirated under fluoroscopy and was sent for culture. The pt's symptoms of infection were redness and swelling. The primary location of the infection was the device pocket. A culture of the device pocket revealed (B)(6). The pt was treated with both IV and oral antibiotics. A partial device system explant was done. The infection resolved. It was noted that the pt had post-op skin contamination due to incontinence. It was also noted that the pt had cerebral palsy / quadriplegia and required full care; the pt was living in a new care facility since the infection occurred. The drug in the pump at the time of the event was lioresal.